Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient presented to the emergency room with his heart rate in the 30 bpm range. Upon interrogation oversensing and noise were observed on the right ventricular (rv) channel. It was noted that the rv lead impedance measurement was less than 150 ohms and sensing measurements were within normal limits. After the output on the device was programmed to 6.5 volts at 1.0 ms, intermittent capture with greater than two seconds of asystole and a slow escape rhythm along with several unsuccessful pacing attempts were also noted. A revision procedure was schedule where it was concluded that there was insulation damage on the rv lead. The lead was surgically abandoned and the pacemaker was explanted. A new device and non-boston scientific rv lead were successfully implanted. No adverse patient effects were reported and the investigation is complete at this time.